Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the vent in the drip chamber assembly became detached from the drip chamber of two (2) solution administration sets. This issue was identified during setup while attempting to open the air vents. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One (1) device was received for evaluation. A visual inspection was performed and a missing air vent filter was observed from the chamber. The cause of the condition was due to defective raw material part from a third party supplier. There are control measures are in place to mitigate this failure mode. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.